Event description:
It was reported the patient had a nevro spinal cord stimulator, and it interacted with the patient's defibrillator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).